Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing test by the user facility, the subject device tested positive for following bacteria: air/water channel: bacillus spp. Mesophiles (3cfu/100ml), biopsy channel: burkholderia capacia (10cfu/100ml), klebsiella pneumoniae (47cfu/100ml), suction channel: enterobacter cloacae (>100cfu/100ml). The subject device had been disinfected with peracetic acid. There was no report of infection associated with this report.